Event description:
Additional information received stated that the conduit serial number (B)(4) has been explanted and replaced by a new conduit. No further details were provided.

Event description:
Additional information provided the conduit serial number ((B)(4)). In addition, the physician stated the conduit dissection contributed to a low cardiac output state, right heart failure, requiring surgical replacement of a conduit. The patient had a full recovery. The explanted conduit was not available for return.

Manufacturer narrative:
(B)(4). Title: a case report of contegra conduit dissection with subsequent heart failure citation: world journal for pediatric and congenital heart surgery 2015 (doi: 10.1177/2150135115592035) authors: matthew w. Buelow, md, rohit s. Loomba, md, and ronald k. Woods, md, phd. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a 10 month old male patient was implanted with a 12 mm medtronic contegra pulmonary valved conduit (serial number not provided). Four months post implant, the patient presented with diaphoresis, tachypnea, hepatomegaly, an elevated b-type natriuretic peptide (bnp) and troponin. A transesophageal echocardiogram (tee) indicated severe right ventricular dysfunction, severe right ventricular and atrial dilation, severe tricuspid valve insufficiency, moderate pulmonary insufficiency, and severe right ventricle to pulmonary artery conduit obstruction. A pre-explant transesophageal echocardiogram (tee) indicated a 5 mm conduit dissection. The device was surgically removed and successfully replaced with a 14 mm pulmonary homograft. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.